Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer reported being hospitalized due to low blood glucose levels during a trip to (B)(6). The customer is now calling to report high blood glucose levels for the past six months. Troubleshooting was not performed as the customer and his health care professional would like the insulin pump replaced. Nothing further was reported.